Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) as well as shock therapy for an atrial fibrillation (af) event with rapid ventricular response. Additionally, it was noted the shock impedance decreased to 50 ohms and the sensing amplitude also decreased. During an in office check it was noted that the impedance and amplitude values returned to normal. No additional adverse patient effects were reported. This system remains in service.